Event description:
During an arthroscopy procedure an "internal error" message appeared on the display. The unit was restarted and the same message appeared and the machine then statrted to smoke. It was unplugged and removed from the operating room.